Manufacturer narrative:
The suspect device was returned to olympus and evaluated. It was noted that the light source was equipped with a non-olympus xenon lamp at 400 hours usage. Visual inspection of the device appearance found no anomaly, except some dust accumulated inside. The front output socket contact pins, terminals cv1, and cv2 appeared to be normal and functional. The device passed the scope detection error check. The light source was then checked with our test video system center cv-190, and together with the test endoscopes pcf-q180al, cf-hq190l, and otv-s7proh camera heads. Observed that the brightness was adequate and no error messages displayed on the monitor. The light source was also burn-in tested for an additional 2 hours and no scope communication error was found. Based on the evaluation findings, the reported complaint was not duplicated.

Event description:
A user facility reported to olympus that whenever an endoscope is attached to the clv-190, evis exera iii xenon light source, an e216 communication error and e315 scope error occurs. There was no report of patient injury or harm associated with the problem reported to olympus.